Event description:
The manufacturer received information alleging a "ventilator inoperative" condition occurred. The ventilator was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca was replaced to address the issue.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that experienced an issue related to a ventilator inoperative condition. The manufacturer previously reported that the issue of the ventilator inoperative condition was addressed by replacing the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be caused by components being knocked off the board consistent with mishandling.